Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The end cap loosened and blood dripped on floor. Estimated blood loss was 200 cc. Patient had severe hypertension and was stabilized in facility with 800 cc;s of normal saline. Patient was able to complete treatment. Patients blood pressure was stable at the end of treatment. Sample has not been returned to manufacturer.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.